Event description:
Outpatient was undergoing upper extremity venography, possible angioplasty procedure when angioplasty balloon ruptured in vein. Fragment broke off of the delivery device. Retrieval of fragment was successful, but it prolonged the procedure time.